Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found previous reports of mbt revision tibial view plate breakage. Previous investigations found that when confirmed the root cause was likely product wear out and/or misuse (possibly through user error). The surgical technique was reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on 6/6/2011) instructing the proper usages (view plate not attached, just used as a visual aide) to mitigate this risk associated with this possibility. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to conclusively determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The back of the view plate is broken.